Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-apr-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a qdot micro and a char issue occurred in which the physician mentioned risk of asymptomatic stroke. The device evaluation was completed on 02-may-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature, impedance, and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no char residues in the tip. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. Afterward, an irrigation test was performed and an occlusion was detected. Further investigation revealed that reddish material was occluding the irrigation holes in the dome area. Since reddish material was observed occluding the irrigation holes, this failure could be related to the char / thrombus / clot issue reported by the customer; therefore, the customer complaint was confirmed. Char it can be the normal result of the ablation process. The instructions for use (IFU) contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a qdot micro and a char issue occurred in which the physician mentioned risk of asymptomatic stroke. During the procedure, char was confirmed adhered to the qdot micro catheter. Char was wiped off and the procedure was continued. No patient consequence reported. Ngen generator was used. No other generator was used. Additional information was received on 21-mar-2024. Qmode +setting 90w4s, target temperature 55 degrees. Unknown site of occurrence. Heparin used. No problem with switching between low/high flow. Pre/post setting time was pre: 2s/post: 4s. The temperature displayed by ngen or bull's eye before or without ablating was 38 degrees. Additional information was received on 22-mar-2024. The generator was set to temperature control mode. The patient was anticoagulated with act unknown. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Additional information was received on 29-mar-2024. The patient plate was single type. Additional information was received on 01-apr-2024. It was located on the tip electrode (proximal). The system did not present any error messages nor did the physician / user see any product problem. No issues related to temperature nor flow on the catheter. Generator parameters were temperature control mode, qmode+ setting: 90w 4s, target temperature: 55 degrees. Noted temperature at 45-53 degrees, impedance at around 100o, and power at 50w 90w. The physician commented that the char was only a little. The physician mentioned the risk of asymptomatic stroke. The duration of ablation used was not greater than 60 seconds. The average contact force was not greater than 25 grams. The irrigation rate used was qmode:4-15ml/min, qmode+:8ml/min. Additional information was received on 22-apr-2024. The patient has not exhibited any neurological symptoms since the procedure was completed. The char issue was originally considered non-reportable, however, bwi became aware of the physician mentioned risk of asymptomatic stroke on (B)(6) 2024 and have reassessed the event as reportable. The awareness date for this reportable issue is (B)(6) 2024.